Manufacturer narrative:
Other applicable components are: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
Information was received from a consumer via a manufacturing representative (rep) about a patient implanted with a neurostimulator ( ins) for reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome. It was reported that the patient felt their ins was heating up while turned on for the last two to three weeks ((B)(6) 2017). It was unknown if there were any environmental/external factors that led to this issue. It was reported that after an impedance test was done, it showed that two contacts on the lead which were being used in the program, were out-of-range. Once the device was reprogrammed around the other electrodes, the heating problem went away and the issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.